Event description:
A malfunction alarm identified as malf 12 was reported, and technical support assisted in resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resolving the issue, and the customer was able to continue using the pump without the malfunction recurring.